Manufacturer narrative:
Additional information: manufacture date follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device was not functioning consistently in coagulation mode during a procedure, a condition in which the device may underdeliver energy. The procedure was completed successfully. There was no clinically significant delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the device was not functioning consistently in coagulation mode during a procedure, a condition in which the device may underdeliver energy. The procedure was completed successfully. There was no clinically significant delay, no medical intervention, and no adverse consequences.